Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the probe wipe restricted which caused the rinse cup to not lower enough to capture probe backwash. The fse resolved this issue by aligning the probe wipe assembly. Identification of failure modes: attributed to a restricted probe wipe assembly causing rinse cup to not lower properly. No erroneous results were generated in connection with the reported event. Upon recur; the failure mode identified will likely cause erroneous results in secondary mode only due to sample carryover - inadequate backwash drainage. Evaluation of labeling: coulter hmx hematology analyzer with autoloader operator's guide, (B)(4): beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The probe on the instrument leaked approximately 3 ml of blood and diluent while performing mode to mode checks. The leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.